Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. (B)(4) initial.

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting the patient. The patient stated he was out in the desert at the time of the alarm. Additionally, the driver beat rate changed from 135 bpm to 125 bpm. There was no reported adverse patient impact. The customer also reported that the patient was subsequently switched to a backup driver.

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting the patient. The patient stated he was out in the desert at the time of the alarm. Additionally, the driver beat rate changed from 135 bpm to 125 bpm. There was no reported adverse patient impact. The customer also reported that the patient was subsequently switched to a backup driver.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found one new alarm, fault code 2d, indicating secondary motor engagement, recorded in the driver's data file. However, no indicators were present of secondary motor engagement during incoming inspection, therefore, alarm could have been produced in-house during data extraction. Visual inspection of external components found no abnormalities. Visual inspection of internal components found a fractured bottom-right anchor boss with raised insert in the front housing. Freedom driver passed all functional testing for acceptance at incoming inspection. A test was performed to confirm the secondary motor's beat rate and it was observed that the beat rate for the secondary motor was 124bpm without a load and 125-126bpm when connected to the mock tank. An additional 72-hour observation run was performed, no alarms were produced and no abnormalities observed. Customer complaint could not be replicated. Failure investigation for this complaint confirmed that the reported issue was likely due to secondary motor engagement. The complaint, however, was not replicated during testing; root cause of the continuous fault alarm and the beat rate drop was unable to be determined. Unintended secondary motor engagement is not a device malfunction. Failure investigation identified no test failures or damage that could have contributed to the complaint. Although there was some cosmetic damage identified inside the front housing, this did not contribute to the complaint. Patient was switched to a backup driver without any adverse impact. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.